Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l2-s1 fusion, there was an alleged inaccuracy (4-5 mm) using the passive planar probe (other instruments seemed accurate). The surgeon noted l3, l4, l5 on the right side, screws were accurate (no deviations) as well as navigation. The surgeon felt that navigation on the right side of s1 and l2 was inaccurate. After a second snapshot, the passive planar probe was still inaccurate 4-5mm. Another passive planar probe was not opened, the integrity of the passive planar probe used was reported to be good. The surgeon requested to abort the use of the guidance system. The built in self test and accuracy test passed. There was no delay and no impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. E1: initial reporter first name unavailable. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.